Event description:
On 11/13/1998 a 41 y/o male donor developed acute chest pain, shortness of breath, lightheadedness, nausea and clammy, pale skin, during aphersis procedure. Procedure began at 11:38 am, reported symptoms began at noon, with tums offered and refused. Procedure was stopped at 12:15 p.m. At which time tums were accepted. Operator indicated procedure should have stopped at 12:30 p.m. Ice pack was placed on back of donor's neck and any restictive clothes were loosended. Ems was called and arrived in 15 minutes. While waiting for ems team, donor's bp & pulse were taken every five minutes. Readings were recorded: bp 124/76, pulse 50; bp 158/98, pulse 113; and bp 154/100, pulse not taken as ems arrived. Donor was taken to emergency room at a hospital. He received treatment of nitroglycerin, IV fluids, and o2 via nasal cannula. He was kept in ER of remainder of day, and released later that same day in good condition. Procedure: info pertaining to procedure indicated total volume of 2920 mls of blood was processed, with 182 total volume of acd. Volume of platelets collected was 230 ml. Flow rate of procedure was not recoreded per reporter. Operator indicated procedure itself was uneventful; no alarms, no issues with apheresis kit. For this reason operator discarded kit after completion. Reporter's conclusion: when this writer asked what they felt occurred, reporter stated following: her medical director feels donor was distressed wehn he came in to donate. He was deferred day prior from another one of their sister facilities to lipemic serum. He was not regular donor having donated four times in ten years (he donated once in '87, once in '92, once in '95, and once in '97). He was donating this time for a 5 y/o nephew, which appeared to be the cause of his anxiety. He also worked for ems that responded to call. When this medical director made follow up call to donor on 1/15/1, donor indicated feeling fine, and that he (donor) had gone to gym and worked out on 1/14/1998 without any adverse results.